Manufacturer narrative:
(B)(4).the incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The cusstomer reported that during a transanal transabdominal mesorectal excision procedure, the device jaws did not open. It is unknown if the device jaws were on tissue at that time. No patient injury reported. No tissue loss or damaged tissue reported. No bleeding reported. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The reported condition was not confirmed. The investigation found that the jaws of the device were not stuck shut. The jaws were clean with no residual blood or eschar. The handle latch did not function properly. Further investigation found that the trigger pin inside the handle was bent. This occurs when the handle is forced open. It could not be determined how or when this issue occurred. A review of the manufacturing non conformances was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the customer report were within specified limits at the time of release.